Event description:
It was reported that a user¿s dexcom g7 was reading on the dexcom app and apple watch, but pairing to the ilet failed; the agent advised that the ilet must connect to dexcom first and then the apple watch, and had the user re-enter the pairing code, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and dexcom g7 consistent with intermittent communication failure, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.